Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital experiencing dizziness and fatigue. The physician took an electrocardiogram and observed a pause in pacing causing five seconds of asystole. Testing was performed on the leads and no cause or abnormalities were observed. The pacemaker was reprogrammed and the patient was transferred to another region for follow-up. No adverse patient effects were reported.